Event description:
A patient reported experiencing hypoglycemia while using a one touch meter. The day of the event, patient's blood glucose was 89mg/dl at 12:oopm. Paramedics were called at 12:10pm because pt was observed as being unable to 'figure out how to open a lunch box'. Paramedics found patient's blood glucose 37mg/dl and was experiencing seizures. Paramedics treated pt with IV fluid on site. Pt was not transferred to hospital. No further information has been provided.